Manufacturer narrative:
A field service engineer (fse) went onsite and determined the main board required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the main board. The reported problem was confirmed. The device was operational after replacing the main board. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that there was a speaker failure, and the device did not produce audible sound. The device was in use on a patient at the time of the event. There was no adverse event reported.